Event description:
It was reported that the user experienced an alert 38 indicating a motor stall on the ilet pump, consistent with a failure to infuse and involving the motor component. Symptoms included hyperglycemia, dry mouth, nausea, and a condition identified as diabetic ketoacidosis. Outcomes included no health consequences or lasting impact. Investigation included communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem was identified, while the reported issue aligned with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.